Manufacturer narrative:
(B)(4). A batch review has been performed and there were no exceptions noted during the manufacturing of this device.

Manufacturer narrative:
(B)(4). The device is not available to baxter for evaluation. A follow-up medwatch report will be submitted if additional information becomes available.

Event description:
The facility representative contacted baxter to report an infusor in which the device infused in 24 hours instead of the expected 46 hours. There was patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.